Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Visual inspection revealed a small scratch on the lens (lower right portion of the touchscreen). The scratch is wide and out of specification. The touchscreen functions as designed as it passed all diagnostics testing, and resistance measurements are in specification.

Manufacturer narrative:
E1: reporting address line 1:(B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00258. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer reporting scratches on v60 ventilator touchscreen. This issue was identified during periodic maintenance (pm) servicing; the device was not in clinical use. There was no harm. The manufacturer's authorized service provider (asp) evaluated the device and confirmed the reported problem. Therefore, the touchscreen was replaced. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.